Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -15.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021; as a replacement lens to a previous lens tear/break during loading issue. It was indicated that the patient is unhappy with the postoperative results and ucva is 20/50. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.